Manufacturer narrative:
(B)(4). Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The (B)(4) clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified an erratic sodium (na) results (high) on multiple samples. The service documentation revealed that the mixer paddle was bent. The mixer paddle and mixer motor were replaced which resolved the issue. Additionally, an issue with the buffer valves was observed which led to false level sensor errors. The buffer valves were replaced. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a bent mixer paddle which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported errant result on electrolyte samples. The results were noted as running high. The device was available for evaluation. No patient consequences or adverse patient effects were reported as a result of this event.